Event description:
It was reported that the ilet device lost power and the charging pad did not display a green indicator until the charging cable was fully inserted into the pad, after which the green light appeared and charging resumed. Symptoms included no clinical symptoms. Outcomes included no impact on blood glucose and no alarms. Investigation included guided troubleshooting and user education. Investigation of this case revealed user setup error related to incomplete charger cable insertion, with the charger functioning as designed once properly connected. It was concluded, based on previously established findings for similar reports, that the cause was user error.